Event description:
Caller states the patient tested 2.4 inr on the coaguchek xs system and 11.0 inr on a comparison lab. Coumadin held based on lab result. No adverse event reported. Requested return of suspect, and replacement was sent.